Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing sensation got worse by the time until she had no benefit at all. A revision surgery was carried out to reposition the fmt if necessary. During this operation, the surgeon assumed having seen a wire breakage. This led him to explant the vibrant soundbridge and reimplant the patient with a new one. After explantation the surgeon could not clearly identify under the microscope, if this was a wire breakage.